Manufacturer narrative:
The device was not returned for testing and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system was explanted due to infection. Following the explant, the patient coded and therefore, a temporary device and lead are being utilized until antibiotics are administered and the infection is clear. No adverse patient effects were reported.